Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the tube presents signs of use and most of the labeling printing has been erased although part of the impression still present, the marking rings were still legible. It was reported that the mark ink was coming off the tube. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the use of lidocaine topical aerosol has been associated with the formation of pinholes in pvc cuffs. Lidocaine hydrochloride solution has been reported not to have this effect. Diffusion of nitrous oxide, oxygen or air can either increase or decrease cuff volume and pressure. Inflating the cuff with the gas mixture which will contact its external surface is recommended as a means to reduce the extent of such diffusion. Inflation of the cuff by ¿feel¿ alone or by using a measured amount of air is not recommended since compliance is an unreliable guide during inflation. Intracuff pressure should be closely monitored with a pressure measuring device. The pilot balloon is only intended to indicate the presence of pressure or vacuum in the cuff and is not intended to provide an indication of pressure level. Avoid exposure to elevated temperatures and ultraviolet light during storage. This product cannot be adequately cleaned and/or sterilized by the user in order to facilitate safe reuse and is therefore intended for single use. Attempts to clean or sterilize these devices may result in a bio-incompatibility, infection, or product failure risk to the patient. If the device is lubricated prior to insertion, follow manufacturer¿s application instructions. Excessive amounts of lubricant can dry on the inner surface of the tracheal tube resulting in either a lubricant plug or a clear film that partially or totally blocks the airway. Use of lubricating jelly to ease connector reinsertion is not recommended as it may contribute to accidental disconnections. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the mark ink was coming off the tube. Xylocaine spray was used in the ett tube. There was no patient involvement. Medtronic's initial evaluation of the incident device found labeling printing has been erased although part of the impression still present.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.